Manufacturer narrative:
No samples were returned for eval; therefore, the condition of the product could not be verified. Product history records could not be reviewed because the customer did not provide a lot number or any identification traceable to the mfg documentation. Because the sample was not returned and no lot number was provided, the root cause for the blunt knife experienced by the customer cannot be determined. Some potential cause are reuse, improper handling, or contact with another instrument on the instrument tray during procedure setup. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. (B)(4).

Event description:
A customer reported that "quite often" recently knives have been blunt. The timing of the events is unclear, however it was reported that there was no pt harm as a result of the events. Add'l info has been requested, but none has been provided to date.